Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after the battery installation. The device was received with operating currents within specification. The unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Traces of corrosion were found at the battery tube, electronic and motor assemblies. The unit also was received with cracked case at display window corners, reservoir tube and battery tube threads, and severely scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump had been dropped in water and that water was present in the battery compartment. Customer also reported that the insulin pump's display was blank. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.